Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device for not having a image. Tac instructed the customer to move the sdi cable from sdi 1 into sdi 2 in on the monitor. The issue has been resolved and the image now appears. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus, there was no image on evis exera iii video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and duplicate the event, the root cause of no image being displayed (including momentary blackout) could not be identified. However, it¿s likely the cause is related to deterioration of the scope communication part. Olympus will continue to monitor field performance for this device.